Event description:
In 2001, the user facility qi/rm analyst informed the MFR of an incident at their facility, she stated a medwatch report would be sent out that day to the MFR. The following month, the MFR received a medwatch report that stated the following: this is a pt with a history of colon cancer and device placement for poor venous access. Two months prior, the pt had problems with a leaking device which was replaced. The pt was readmitted 2 days prior to event date for abdominal pain, nausea and vomiting. Again, it was noted that the pt's device was leaking at the site. An angiogram on the next day confirmed a leak with extravasation of contrast. The pt was taken to surgery the next day, the event date, for removal and replacement of the device. The pt tolerated the surgery very well.